Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing it was observed that the motor of the small battery drive device was loud. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device had a loud motor was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device showed signs of immersion, the motor was corroded, there was excessive debris on the ball bearings, and there was a noticeable unusual noise inside the small battery. The assignable root cause of these conditions was determined to be due improper cleaning methods, which is user error/misuse/abuse, and normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.